Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the pcu was smoking and smelt burning while connected to a patient. They turned the device off, unplugged it and removed it from the patient's room. The facility's biomed department confirmed there was a sticky substance on the iui connector(s) on the left side of the pcu that was burnt and the plastic was melted about the size of an eraser. There was no patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of the pcu smoking was not confirmed, however thermal damage was confirmed. Visual inspection of the pump module showed very minor fluid ingress at the bottom of the rear case, however no ingress was found on any of the boards or on the pump mechanism. Thermal damage was observed on the iui connector, consistent with what is known to occur when fluid comes into contact with the iui power and ground pins creating a shorted condition between the pins. This can lead to excessive heat dissipation that melts the connector¿s plastic housing. The root cause of the smoking pcu was not identified. Smoking was neither confirmed nor replicated, however thermal damage was confirmed. The root cause of the thermal damage was fluid ingress on the iui connectors.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported they noticed the pcu was smoking and smelt burning while connected to a patient. They turned the device off, unplugged it and removed it from the patient's room. The facility's biomed department confirmed there was a sticky substance on the iui connector(s) on the left side of the pcu that was burnt and the plastic was melted about the size of an eraser. There was no patient harm.